Event description:
Event description guidant received information that this ventricular lead displayed decreasing sensing amplitude and increasing threshold measurements less than one week post implant. The lead also displayed increasing impedance measurements and triggered the lead safety switch on the pacemaker. The lead was explanted and successfully replaced with another model. The lead was returned to guidant for analysis.